Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2019. The patient¿s mother stated on (B)(6) 2019 the high alert went off and the patient¿s grandmother checked the patient¿s blood sugar with a meter and the meter confirmed that the patient¿s bg was above 400 mg/dl. The patient¿s grandmother contacted their family doctor and was instructed to give the patient insulin through the patient¿s pump. After several hours passed, the patient¿s bg continued to stay high. The patient¿s grandmother contacted family doctor again and was advised to go to the children¿s hospital. It was reported that prior to bringing the patient to the hospital, the cgm was displaying 317 mg/dl, compared to the bg meter reading of 529 mg/dl. While at the hospital, the patient¿s bg was confirmed to be above 700 mg/dl. The patient was immediately admitted and was held overnight. The patient was treated with insulin via intravenous (IV) therapy and was released when they were in stable condition. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. However, this is being reported due to adverse event and/or medical intervention. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.